Event description:
It was reported that the up arrow and down arrow buttons were intermittently responsive and required several button presses on the keypad to elicit a response. It was also indicated that the up arrow and down arrow buttons were scrolling and that the up arrow button was worst to function. The user reportedly wore the pump in a pocket and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the keypad button symbols are worn and all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.